Event description:
Boston scientific received information that this brady lead was an attempted implant due to product performance. The lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was not used after a high, out-of range pacing impedance measurement was obtained both via a pacing systems analyzer and the device. No adverse patient effects were reported.